Manufacturer narrative:
The field service engineer (fse) was on site and completed mod 12091 software upgrade on the instrument. Ran flow check and met all test criteria. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier ¿ (B)(4).

Event description:
Fs/fl2/fl4 board warning after software upgrade to customer's fc 500 flow cytometer instrument. There was no report of death, injury, or change to patient treatment as a result of this event.